Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The inspiratory pipe and expiratory cassette membrane was cleaned. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. The root cause of the reported failed pressure transducer test was debris found in the ventilator. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).